Manufacturer narrative:
Date of event: exact date unknown, event occurred on (B)(6) 2021.

Event description:
It was reported that the patients left lead was fractured and experienced loss of coverage and pain relief. No device malfunction was suspected. The patient underwent a lead replacement procedure. The patient was doing great postoperatively. The explanted lead will not be returned.